Event description:
It was reported by repair work order that the sheathing on the power cord was damaged. It was further reported that the scale was not functioning due to the cpu board not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.